Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected patient outcome. Evaluation summary; (B)(4) the device was returned for analysis where no anomalies were found. (B)(4) the full lead was returned for analysis where no anomalies were found. Blood was found on the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned for analysis where no anomalies were found. (B)(4) the full lead was returned for analysis where no anomalies were found. Blood was found on the lead. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. (B)(4) full lead.

Event description:
It was reported that oversensing, undersensing and pauses were observed one day after implant. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.